Manufacturer narrative:
(B) (4): irritated throat. (B) (4): odor/smell - (B) (4): capital equipment, unit evaluated at the facility. Fse ran a leak test and didn't find anything wrong with the system. Also, did not find anything wrong with the filter assembly. He ran a test cycle and the unit meets the MFR specification. No problem was found.

Event description:
The customer alleged a smell coming out of the back of the sterrad nx sterilizer and asked if this was normal. Further follow-up indicated a female employee reported an irritated throat while the sterrad cycle was in process. The employee did not seek medical attention.